Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his one touch ultramini meter was reverting to the set up mode. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on eleven days earlier (time unk). He also mentioned that he had "low sugar level, and irritation" symptoms after the reported issue began. He had taken his usual dose of diabetes medication (100 units of lantus in the evening, and humalog). The pt did not receive/require any medical attention/intervention. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The alleged issue occurred immediately after removing/replacing the battery and therefore, the issue was resolved. This complaint is being reported because the pt allegedly experienced "low sugar level and irritation" after the reported issue began. He had continued to take his usual diabetes medication after the issue began. The reported issue was resolved with troubleshooting. Replacement products were sent to lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and , if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.